Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for lap therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, superior portion of mesh causing flexion, nausea, constipation, and a thick scar capsule. Post-operative treatment included revision surgery and removal of mesh.